Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
Hip revised after 1 month due to dislocation. Surgeon commented that he thought the cup version was incorrect and this was the cause of dislocation. Implanted tritanium revision cup with 5 screws, constrained liner, exeter short revision stem and 28 mm metal head.